Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twice during hemodialysis treatment with a polyflux 21l, the patient experienced "small shock symptoms" (understood as probable anaphylactic reaction) and hypotonia. Treatment details were not provided. Both times therapy was stopped. The dialyzer was replaced. No issues occurred after replacement. No other medical intervention was reported. No additional information is available.